Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reproted that the left ventricular lead exhibited loss of capture. The physician decided to turn off the auto mode switch.